Event description:
It was reported on(B)(6) 2017 that a patient presented approximately one (1) week after a bilateral implant procedure with redness along the lateral nasal wall coincident with the latera absorbable nasal implant. The actual date of the implant procedure is unknown. The physician prescribed antibiotics. After approximately another week, the redness did not diminish and the implant was exposed through the external skin. The physician suspected colonized (B)(6) and surgically removed the implant and the infection resolved. No issues were noted on the contralateral side where a latera implant was also placed.